Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has rec'd additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information rec'd. The medical records provided indicate the pt had and was treated for a recurrence, which is a known possible adverse event listed in the IFU. The report does not specify a specific product problem and no product was returned for evaluation, therefore, based on the currently available information, there is no indication that a failure in the device caused or contributed to the event. See MDR 1213643-2010-00235 for information related to the composix kugel mesh implanted on 05/21/2007. See MDR 1213643-2010-00236 for information related to the composix kugel mesh implanted on 09/06/2008.

Event description:
Information from medical records rec'd for review: on (B)(6) 2007 - ventral hernia repair w/bard composix kugel mesh, lysis of adhesions. On (B)(6) 2007 - repair of large ventral hernia w/bard composix kugel mesh, removal of previously placed mesh, lysis of adhesions. Herniation was noted through lower edge of previous mesh. On (B)(6) 2008 - repair of recurrent ventral hernia w/prolene mesh, lysis of adhesions, explant of previously placed bard composix kugel mesh which was "scarred down and curled up". On (B)(6) 2008 - ventral hernia repair w/bard composix kugel mesh. On (B)(6) 2009 - exploratory laparotomy w/repair of recurrent incarcerated incisional hernia w/flex hd underlay and allograft overlay, lysis of adhesions, explant of previously placed bard composix kugel mesh.